Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Broken mrh femur component (left knee). Revision surgery and replacment of the broken component.

Manufacturer narrative:
An event regarding fracture involving an mrh femoral component was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms loss of fixation and fracture of the femoral component of a mrh tka did occur. However, the root cause cannot be determined as insufficient information was available. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant confirms loss of fixation and fracture of the femoral component of a mrh tka did occur. However, the root cause cannot be determined as insufficient information was available. Further information such as implant retrieval and material analysis, surgical implant records from the surgeries, outpatient office/clinic notes dated pre and post op x-rays/ imaging from the index and revision surgeries are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Broken mrh femur component (left knee). Revision surgery and replacment of the broken component.